Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for device upgrade, externalized conductors were seen under fluoroscopy. There were no electrical anomalies. Lead was capped and replaced. Patient's condition was good.

Manufacturer narrative:
The reported event of externalized conductors was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Further investigation did not identify any anomalies.